Event description:
Information received by medtronic indicated that the insulin pump had damage on the screen. Customer stated that they could read the screen and informed that the pump was dropped. Customer stated that the infusion set had damage. No harm requiring medical intervention was reported. Troubleshooting was performed and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: unknown. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the screen found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. The crest and thus software were unsuccessful due to a critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, pillowing keypad overlay, cracked retainer, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Critical pump error (open book image) alarm due to moisture damage on force sensor. Moisture damage was found on force sensor and pcba 1. Cosmetic damage at screen was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.